Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('essure fragmented in several parts') and device dislocation ('x-ray showed essure irregularly positioned in fallopian tubes / dislocation of essure') in a (B)(6)-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida and parity 2. In (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced procedural pain ("pain in lower abdomen after insertion"). In 2017, the patient experienced abdominal pain lower ("strong cramps in lower abdomen, like twinges / severe cramps"), menorrhagia ("considerable increase in menstrual flow / menstruation lasting 15 days with some clots"), polymenorrhoea ("increased menstrual frequency"), dysmenorrhoea ("severe pain during menstrual flow"), headache ("severe headaches"), vaginal discharge ("odor from vaginal discharge"), vulvovaginal pruritus ("pruritus"), diarrhoea ("episodes of diarrhea associated with menstrual cycle"), anxiety ("anxiety / anguish") and depression ("depressive disorder"). On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant), breast pain ("mastalgia"), abdominal distension ("distension"), oedema ("edema"), pain in extremity ("leg pain"), peripheral swelling ("swelling in her legs"), paraesthesia ("tingling"), tremor ("tremors"), back pain ("low back pain / lumbar pain"), pelvic pain ("pain in pelvic area "), uterine pain ("sensation of perforation in the uterus / twinges"), fatigue ("fatigue"), loss of libido ("lack of libido"), dyspareunia ("pain during and after sexual intercourse"), coital bleeding ("bleeding during and after sexual intercourse"), uterine inflammation ("uterine inflammation"), arthralgia ("joint pain"), mood swings ("constant mood swings"), alopecia ("hair loss"), adenomyosis ("suspicion of adenomyosis"), intra-abdominal fluid collection ("fluid in the abdomen"), pain ("generalized pain") and proctalgia ("severe pain in the anus"). The patient was treated with analgesics, antiinflammatory agents and anxiolytics. Essure treatment was not changed. At the time of the report, the device breakage, device dislocation, abdominal pain lower, breast pain, abdominal distension, oedema, menorrhagia, polymenorrhoea, dysmenorrhoea, headache, pain in extremity, peripheral swelling, paraesthesia, tremor, back pain, pelvic pain, uterine pain, fatigue, loss of libido, dyspareunia, coital bleeding, uterine inflammation, arthralgia, mood swings, alopecia, adenomyosis, intra-abdominal fluid collection, pain, vaginal discharge, vulvovaginal pruritus, diarrhoea, proctalgia, anxiety and depression outcome was unknown and the procedural pain had resolved. The reporter considered abdominal distension, abdominal pain lower, adenomyosis, alopecia, anxiety, arthralgia, back pain, breast pain, coital bleeding, depression, device breakage, device dislocation, diarrhoea, dysmenorrhoea, dyspareunia, fatigue, headache, intra-abdominal fluid collection, loss of libido, menorrhagia, mood swings, oedema, pain, pain in extremity, paraesthesia, pelvic pain, peripheral swelling, polymenorrhoea, procedural pain, proctalgia, tremor, uterine inflammation, uterine pain, vaginal discharge and vulvovaginal pruritus to be related to essure. The reporter commented: the reporter informed that the essure was close to perforate patient's internal organs, precisely the reproductive organ. Diagnostic results (normal ranges are provided in parenthesis if available): x-ray - on an unknown date: essure irregularly positioned in fallopian tubes. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('essure fragmented in several parts') and device dislocation ('x-ray showed essure irregularly positioned in fallopian tubes / dislocation of essure') in a 31-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida and parity 2. In (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced procedural pain ("pain in lower abdomen after insertion"). In 2017, the patient experienced abdominal pain lower ("strong cramps in lower abdomen, like twinges / severe cramps"), menorrhagia ("considerable increase in menstrual flow / menstruation lasting 15 days with some clots"), polymenorrhoea ("increased menstrual frequency"), dysmenorrhoea ("severe pain during menstrual flow"), headache ("severe headaches"), vaginal discharge ("odor from vaginal discharge"), vulvovaginal pruritus ("pruritus"), diarrhoea ("episodes of diarrhea associated with menstrual cycle"), anxiety ("anxiety / anguish") and depression ("depressive disorder"). On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant), breast pain ("mastalgia"), abdominal distension ("distension"), oedema ("edema"), pain in extremity ("leg pain"), peripheral swelling ("swelling in her legs"), paraesthesia ("tingling"), tremor ("tremors"), back pain ("low back pain / lumbar pain"), pelvic pain ("pain in pelvic area "), uterine pain ("sensation of perforation in the uterus / twinges"), fatigue ("fatigue"), loss of libido ("lack of libido"), dyspareunia ("pain during and after sexual intercourse"), coital bleeding ("bleeding during and after sexual intercourse"), uterine inflammation ("uterine inflammation"), arthralgia ("joint pain"), mood swings ("constant mood swings"), alopecia ("hair loss"), adenomyosis ("suspicion of adenomyosis"), intra-abdominal fluid collection ("fluid in the abdomen"), pain ("generalized pain") and proctalgia ("severe pain in the anus"). The patient was treated with analgesics, antiinflammatory agents and anxiolytics. Essure treatment was not changed. At the time of the report, the device breakage, device dislocation, abdominal pain lower, breast pain, abdominal distension, oedema, menorrhagia, polymenorrhoea, dysmenorrhoea, headache, pain in extremity, peripheral swelling, paraesthesia, tremor, back pain, pelvic pain, uterine pain, fatigue, loss of libido, dyspareunia, coital bleeding, uterine inflammation, arthralgia, mood swings, alopecia, adenomyosis, intra-abdominal fluid collection, pain, vaginal discharge, vulvovaginal pruritus, diarrhoea, proctalgia, anxiety and depression outcome was unknown and the procedural pain had resolved. The reporter considered abdominal distension, abdominal pain lower, adenomyosis, alopecia, anxiety, arthralgia, back pain, breast pain, coital bleeding, depression, device breakage, device dislocation, diarrhoea, dysmenorrhoea, dyspareunia, fatigue, headache, intra-abdominal fluid collection, loss of libido, menorrhagia, mood swings, oedema, pain, pain in extremity, paraesthesia, pelvic pain, peripheral swelling, polymenorrhoea, procedural pain, proctalgia, tremor, uterine inflammation, uterine pain, vaginal discharge and vulvovaginal pruritus to be related to essure. The reporter commented: the reporter informed that the essure was close to perforate patient's internal organs, precisely the reproductive organ. Diagnostic results (normal ranges are provided in parenthesis if available): x-ray - on an unknown date: essure irregularly positioned in fallopian tubes. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on (B)(6) 2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.